Event description:
It was reported that during a da vinci-assisted radical prostatectomy with out lymphadenectomy procedure, a spark occurred between the monopolar curved scissors (mcs) instrument and synchroseal instrument. The synchroseal instrument stopped working completely. The customer removed the instruments and observed cracks in the blade portion of the synchroseal instrument. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the synchroseal instrument arced during the case. There were cracks and char observed on the instrument's blades. The instruments were reportedly close to each other during the case. It was hard to tell where the electrical energy arced to. The customer reported unexpected minor bleeding during the event but was not really sure what was the cause of the bleeding. The customer suspected that bleeding was caused due to the time it took to use the maryland bipolar forceps instrument instead of the synchroseal instrument as the synchroseal instrument seals faster. The patient lost minimal amount of blood, around 50cc¿s. No blood transfusion was needed. However, the bleeding was resolved with the use of bipolar and monopolar cautery from unspecified instruments. The patient is reportedly doing good.

Manufacturer narrative:
The synchroseal instrument has not been returned for evaluation; therefore, the root cause of the customer reported failure mode cannot be determined. In addition, the cause of the intra-operative complication (i.e. Unexpected bleeding) cannot be determined. A follow-up MDR will be submitted if the instrument is returned (post engineering evaluation) or if additional information is received. A review of an image provided by the customer was performed by an intuitive surgical, inc. (Isi) failure analysis engineer. The following additional information was provided: "there is thermal damage on the cut electrode." A review of the instrument log for the synchroseal instrument (part #480440-03; lot #l90220404 0341) associated with this event has been performed. Per the logs, the instrument was last used on (B)(6) 2022. This complaint is being reported due to the following conclusion: during a da vinci-assisted radical prostatectomy without lymphadenectomy procedure, it was alleged that a spark occurred between a synchroseal instrument and a mcs instrument. The allegation could be related to the potential for electrical discharge at a location other than intended. It was also alleged that the patient experienced unexpected minimal bleeding that was controlled by using a spare da vinci instrument. The causes of the customer reported failure mode and intra-operative complication are unknown.

Manufacturer narrative:
Additional information can be found in the following fields: d9, g3, g6, h2, and h3. Failure analysis information is available in fields: h6 and h10. Intuitive surgical, inc. (Isi) received the synchroseal instrument involved with this complaint and completed the device evaluation. Failure analysis investigations replicated/confirmed the customer reported complaint "a sparking between the monopolar curved scissors and synchroseal instruments was noted¿. Failure analysis found the primary failure of thermal damage on cut electrode to be related to the customer reported complaint. The synchroseal instrument was found to have thermal damage on the cut electrode located on the bottom jaw of the grip set. Electrical continuity was tested and passed. The synchroseal instrument was placed and driven on an in-house system. The instrument passed the recognition, engagement, and self-check tests. The instrument moved intuitively with full range of motion in all directions. The grips opened and closed properly. Upon visual inspection, all 9 jaw ceramic dots were present at the tips. The instrument was connected to the e-100 generator without any issues. Energy delivery test was performed and passed. No sparks were observed during in-house testing. A review of remotefe logs showed no failures. The grip force test was performed and passed within the passing range of 3.28 lbs to 7.97 lbs. The root cause of this issue is attributed to a component failure.

Event description:
Refer to h10/h11 for follow-up information.